Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the insulin pump could not escape the rewind sequence. The patient's blood glucose at the time of incident was 124 mg/dl. The customer's husband stated that the insulin pump is stuck in rewind mode and that the device has failed to deliver on 3 to 4 infusion sets in the past ten days. Troubleshooting was initiated to prime and rewind the pump as well as to clear the no delivery alarms. Customer reports that the no delivery alarm was resolved by changing out the infusion set and reservoir. No products were returned and two infusion sets were shipped to the customer's home.